Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the pump basal settings reset to 0.00 after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 05/05/2015 with the following findings: during investigation, the pump powered on to the verify screen with audible and vibration features. During testing, the pump was exercised for 24 hours with a 1.0u/hr basal program. When battery was replaced, the 1.0u/hr basal program remained in the pump settings with no changes observed. The history settings issue was not able to be duplicated during investigation. Unrelated to the complaint, the display screen was found to be discolored and the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.